Event description:
Patient with medical history of aortic and sub-aortic stenosis s/p caridovascular surgery for interrupted aortic arch and sub-aortic stenosis underwent aortoventriculoplasty with konno procedure with right ventricular outfow tract enlargement as part of konno, using 16mm aortic homograft on 1/11/95. Post-op echo revealed no aortic insufficiency, however, subsequent echos revealed worsening aortic insufficiency over next few weeks. On 2/22/95, echo showed severe aortic insufficiency and valve was explanted and replaced with a 16mm carbomedics bileaflet valve.